Event description:
Pt was revised to address infection. All implants were loose upon exposure.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. It has been reported that the revised depuy devices had been implanted with competitor-manufactured products. This use of the depuy is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be reopened.